Manufacturer narrative:
Citation: yifan d, zhen f, yue m, et al. Safety and efficacy of minimal transcatheter aortic valve replacement: a systematic review and meta-analysis. Heart lung. 2024;67:158-168. Doi:10.1016/j.hrtlng.2024.05.008 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of minimalist transcatheter aortic valve replacement (tavr). Nine studies were included in the meta-analysis, encompassing 3,148 patients. Medtronic (corevalve/evolut r/evolut pro) and non-medtronic (various) transcatheter valve types were used in the pooled patient population. Deaths were recorded in seven of the nine studies. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. The authors also assessed the following adverse outcomes: need for permanent pacemaker implantation, paravalvular leak (moderate to severe), major vascular complications, major bleeding events, stroke, and cardiovascular-related hospital readmissions. No further information was provided pertaining to medtronic products.